Event description:
It was reported by customer that having some issues with single lumen PICC kits. The problem is with the stopper part that the stylet wire goes through. Leaking where the wire comes out of the stopper and air coming back into the syringe when aspirating. The materials in this part of the PICC have changed in the last couple months. Additional information received 08/25/2023. The event did not involve an urgent/life threatening medical situation. No patient harm occurrent. Staff noted issue and worked to avoid injection of air or occlusion of blood due to unexpected back up within the PICC catheter. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.